Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the release button does not click in place. There was no consequence to the pt.